Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and subdural bleed. It was also noted that the right atrial (ra) and right ventricular (rv) leads exhibited mirror image oversensing. This resulted in mode switches. An impedance lead warning was also noted on the rv lead. Both leads remain in use. No further patient complications have been reported as a result of this event. It was further reported that the patient experienced syncope. Low impedance was noted on both the ra and rv leads. It was also reported that oversensing and irratic sensing was noted on the rv lead. The ra and rv leads were capped and replaced.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mirror image oversensing was noted on the right atrial (ra) and right ventricular (rv) leads. This resulted in mode switches. An impedance lead warning was also noted on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.